Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
After undergoing a prophylactic battery replacement, the patient experienced coughing and bradycardia (low heart rate). The patients output current was adjusted to 1.25ma which seemed to help at first but then the patients heart rate started to trend lower. Then the auto stimulation feature was disabled and the pattern of decrease heart rate with stimulation on cycle stopped. However the low heart rate persisted, so then the device was disabled. After disablement, the patient started to experience less frequent bradycardia. The patient also mentioned she was taking pills not prescribed by her physician and questioned if the low heart rate event was related to pills. No other relevant information has been received to date.